Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "patient was treated with IV fusid 10 cc/hour. Nurse noticed the fusid bag is full, no drip in the drip chamber. The pump appears to be working regularly. Treatment changed to 100 cc/hour but no medication delivered. Patient harm - no urination."